Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, during preparation of the device, the needle would not fully retract back into the catheter. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during preparation of the device, the needle would not fully retract back into the catheter. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4) for the reported event: needle would not fully retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the needle was extended 2 mm out of the catheter tip upon receipt. The working length of the device was found to be twisted and the device was bent adjacent to the handle body. Functional evaluation was performed by extending and then retracting the cut wire. The needle extension out of the distal end was measured and found to meet specification. The wire failed to fully retract due to the bend in the device. Review and analysis of all available information indicated the most probable root cause for this event was handling damage, as the issue was noted during preparation and outside the patient. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.